Event description:
This case was reported by a consumer via the FDA medwatch program (B)(4) and described the occurrence of neuropathy in a pt who received super poligrip for a denture adhesive. Co-suspect product included fixodent. In 2000, the pt began using poligrip, super poligrip, or fixodent daily depending on which was cheapest. An unk time later, the pt experienced numbness and tingling of his extremities. In 2001, he was diagnosed with neuropathy and stated that this was permanent and would require continued medical attention. This case was assessed as medically serious by gsk. The denture adhesive products were discontinued in late 2005. At the time of reporting, the events were unresolved. The manufacturer's report number for this case is 9681138-2009-00017. Poligrip/super poligrip is manufactured in (B)(4), and neither the product for lot number for this product is available. (B)(4).